Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary right hip surgery, the handle on the curved cup impactor handle broke. Surgeon went back in the tray and took a standard impactor and completed the case without any delay or adverse consequence to patient or user.